Event description:
The rep states during a navigated total hip replacement, the tracker post broke away from the cup inserters shaft while impacting the final cup.

Manufacturer narrative:
The investigation determined the root cause of the event to be a previously identified and addressed manufacturing nonconformance regarding the supplier's welding process. An ncr and scapa were raised in dec-2006 to address issue and corrective action to strengthen the weld was implemented. A material analysis was performed which concluded the following: the returned navigated straight cup positioner had one prism broken off and the other prism in the process of breaking. Measurements taken of the broken weld indicated undersized weld depth. The base material was found to be a (B)(4) consistent with a 17-4 ph stainless steel alloy. No further action is required as the device in this investigation was confirmed to be manufactured prior to the corrective action implementation.

Event description:
The rep states during a navigated total hip replacement, the tracker post broke away from the cup inserters shaft while impacting the final cup.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.